Event description:
Patient¿s mother contacted dexcom technical support on (B)(6) 2013 to report the onset of a rash on (B)(6) 2012 located under the entire area of the sensor and the adhesive. The mother reported that the patient¿s rash was itchy and occasionally painful. As a part of routine care, the mother took the patient to see his endocrinologist on (B)(6) 2013, but not specifically for the skin irritation. For rash reactions, the patient¿s endocrinologist advised the use of an over-the-counter adhesive for application underneath the sensor, as well as an over-the-counter cream. At the time of the call to dexcom technical support the patient¿s mother reported that the patient was experiencing itchiness.